Manufacturer narrative:
Updated fields: b4, g3, g, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the limited information available, the definitive root cause of the event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Per medical judgment received, hepatocellular carcinoma, chronic dic, and poor nutritional status could be possible reasons, but the exact cause cannot be determined at this time. Should further information be received in the future, a follow up report will be provided.

Event description:
Manufacturer was informed that a perceval valve pvs21 was implanted on (B)(6) 2019. Reportedly, patient passed away on (B)(6) 2024 due to unknown reason. Per medical judgment received, hepatocellular carcinoma, chronic dic, and poor nutritional status could be possible reasons, but the exact cause cannot be determined. Manufacturer was informed that no further information will be received.

Manufacturer narrative:
Manufacturer is retrieving and reviewing the production record. A follow up report will be provided upon completion of this review.